Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose level was 240 mg/dl. During troubleshooting, the issue was confirmed, and the pump was replaced. Reportedly, the customer reverted to an alternate method of insulin therapy.